Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation belt failed a therapy electrode recognition test. Upon investigation the electrode belt failed a therapy electrode recognition test and an ECG falloff test in both the front-back and side-side channels. The cause for the failure was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled short, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.